Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the cannula dislodged from the infusion site (arm); upon removal, the cannula was found bent as well. Bleeding at the site was also reported. As treatment, a new pod was applied and insulin was delivered.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and evidence of blood on the adhesive pad. The soft cannula measured the correct full length according to specification. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. Inspection of the formed needle found no damages or deficiencies that would cause bleeding or bruising at the infusion site. A root cause for the reported dislodged cannula and bleeding/bruising could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.